Event description:
Procedure performed: ni. Event description: [hospital] this is a complaint from the market. Report from the sales rep via email; the clip was not compensated for by the jaw. This unit will be returned. The investigation report is required. Patient status: no clinical impact. Intervention: replaced with a new ca500.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the returned unit, which confirmed the complainant¿s experience of a device jam. Visual inspection confirmed that the closure spring was dislodged from the slider hook as the trigger was unable to be actuated. Based on the condition of the returned unit, it is likely the reported event was caused by the dislodged closure spring, a historical trend analysis and review of production records and no relevant documentations were identified. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This event was initially reported based on the description of the event. However, based on the evaluation of the returned unit, applied medical determined that this event is not reportable as it is unlikely to cause or contribute to death or serious injury. Correction: g3. Corrected date on initial medwatch report.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: ni. Event description: [hospital] this is a complaint from the market. Report from the sales rep via email; the clip was not compensated for by the jaw. This unit will be returned. The investigation report is required. Patient status: no clinical impact. Intervention: replaced with a new ca500.